Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that during the procedure, the hp052 and lcsk5 shears consistently locked out. The rep utilized standard trouble shooting procedures to no avail. A different luke handpice was used with the lcsk5 and the case continued successfully. There was no consequence to the pt.